Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On 13 sep 2024, it was reported that the patient experienced high bg (430 mg/dl). Troubleshooting confirmed occlusion in the tubing. High bg was addressed using correction injection via mdi. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.